Manufacturer narrative:
Device investigation was completed. The occlusion alarm were verified in the pump data. As the used cartridge was not returned, testing for the occlusion could not be performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. A supply change was performed to resolve the alarm. As the occlusion had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusion. The customer's blood glucose level was approximately 200 mg/dl.